Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that the steerable guide catheter (sgc) minus knob was not working as intended so it was replaced to proceed. A mitraclip was advanced and positioned. Upon deployment of the clip, the clip arms opened suddenly from about 5 degrees to 20 degrees. Mr became the same as the pre-procedure grade. It was decided to transfer the patient to surgery.

Manufacturer narrative:
All available information was investigated and the reported clip open while locked could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open while locked. The reported unchanged mr appears to be due to the clip open while locked. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported surgical intervention was a result of case-specific circumstance as the patient was sent for surgery. There is no indication of a product issue with respect to manufacture, design, or labeling.